Event description:
It was reported that the patient had chest pain and a cough. X-ray and interrogation of the patient's device found high, unstable right ventricular (rv) lead threshold and a rv lead dislodgement and pericardial perforation. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2012. (B)(4).